Event description:
At a pump refill procedure, it was noted the pump was "still full" with 20 mls of drug; "so no baclofen was infused." The patient's outcome was reported as "o.k."; it was further noted the patient received no more benefit from the pump therapy. The device was explanted and returned for analysis.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. Final analysis of the catheter revealed sc connector indent down in sc connector seal along with occlusion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that this pump was implanted to replace another pump in (B)(6) 2011. At the same session, the proximal segment of the catheter was replaced by a 8578 sc proximal catheter. The new pump was implanted in a different spot; replaced due to aging. The pump contained compounded baclofen, produced by the hospital pharmacy. .

Manufacturer narrative:
Catheter model #: 8731sc, lot# unknown, implanted: 2011 (B)(6), explanted: 2011 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.